Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported patient outcomes could not be conclusively established through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Department of cardiac surgery, heidelberg university hospital, heidelberg, germany. Schnoering l, khattab ma, akhyari p, et al. Pressure-dimension index and left ventricular sphericity index following heartmate ii and heartmate 3 implantation. Esc heart failure. 2024;11(5):3012-3022. Https://dialog.proquest.com/professional/docview/3065006187?accountid=152602. Doi: http://dx.doi.org/10.1002/ehf2.14839. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article "pericardial closure with expanded polytetrafluoroethylene patch in left ventricular assist device surgery" that 166 patients underwent left ventricular assist device (lvad) implantation, and 116 patients underwent pericardial closure using an expanded polytetrafluoroethylene (eptfe) patch to investigate outcomes of pericardial closure. Overall, 21 patients (13%) developed mediastinitis. Candida albicans was detected in three cases (14%), corynebacterium species in two cases (10%), and enterococcus faecium in one case (5%). Pseudomonas aeruginosa was detected in three cases (14%). Staphylococcus aureus was detected in three cases (14%), staphylococcus epidermidis in two cases (10%), and staphylococcus haemolyticus in one case (5%). Streptococcus oralis was detected in one case (5%) and serratia marcescens in one case (5%). In seven cases (33%) no pathogen was detected. No significant difference in overall survival between both groups was found in the kaplan¿meier analysis (p = 0.29). 61 patients (37%) developed driveline infections (dli). Dli occurred more often in patients with an eptfe patch. Overall, 49 of 166 patients (29%) required return to the operating theater in 30 days. Specifically, 2 patients (1%) underwent delayed sternal closure, 40 (24%) underwent redo sternotomy, and 9 (5%) underwent subxiphoid pericardiotomy for pericardial effusion. In total, 21 patients developed mediastinitis, 12 of whom (57%) required return to the theater in 30 days. Of the 166 patients, 18 had a stroke post op, 82 had bleeding post-op, 40 required a temporary right ventricular assist device post op and 14 patients had pump thrombosis post op. In this retrospective single-center study, patients who underwent lvad implantation and had pericardial closure with an eptfe patch, developed mediastinitis (or pump pocket infection, which is considered a subtype of mediastinitis) more frequently than patients without. From this study, it is currently cautioned against the use of eptfe patches during lvad implantation.